Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient presented in ER from a gsw to distal humerus on (B)(6) 2024. Taken to surgery for an orif with pangea extra-articular humeral plate and variax minifrag. Surgery was successful with post op x-rays to show correct alignment and utilization. Patient was discharged appropriately but then got into multiple altercations (fist fights) over the first few weeks' post op. Patient also stated he made attempts to remove his cast at home. He also tried to start a physical altercation with an ortho pa at his follow-up appointment. The patient was brought back to surgery for a revision on (B)(6) 2025. No infection was present. Hardware showed signs of failure with broken plate, broken screws, and a locking hole failure. Appears the locking screw migrated through the hole of the plate.

Manufacturer narrative:
Please note the corrections to d1, d4 catalog# and h6 clinical code. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned screw could be confirmed based on the catalog number and the lot number marked. The threads of the screw are heavily worn out and deformed. The extent of the damage given indicates that the screw migrated from the plate under excessive load, confirming the reported event. Furthermore, the x-ray images received also confirm the screw migration. It must be noted that the inspection of the devices was only performed for procedural reasons. The information provided already gives the root cause of the screw migration. "Patient was discharged appropriately but then got into multiple altercations (fist fights) over the first few weeks post op. Patient also stated he made attempts to remove his cast at home. He also tried to start a physical altercation with an ortho pa at his follow-up appointment." The patient's post-operative behavior was undoubtedly the cause of the construction's failure, as it made any bone healing impossible. No orthopedic implant assembly could have been robust enough to withstand such stress in such a short time after implantation. As a reminder, violence should be avoided in all circumstances and at all times and the weeks following the implantation of an orthopedic device are no exception. The instructions for use clearly indicate the instructions for post-operative control and patient behavior required for a successful implantation and fracture healing. Fist fights and physical altercations with an orthopedic physician assistant are not among them. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Patient presented in ER from a gsw to distal humerus on (B)(6) 2024. Taken to surgery for an orif with pangea extra-articular humeral plate and variax minifrag. Surgery was successful with post op x-rays to show correct alignment and utilization. Patient was discharged appropriately but then got into multiple altercations (fist fights) over the first few weeks' post op. Patient also stated he made attempts to remove his cast at home. He also tried to start a physical altercation with an ortho pa at his follow-up appointment. The patient was brought back to surgery for a revision on (B)(6) 2025. No infection was present. Hardware showed signs of failure with broken plate, broken screws, and a locking hole failure. Appears the locking screw migrated through the hole of the plate.